Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) oversensed noise was observed consistent with air bubbles in the header. One episode was also stored shortly post implant. The device was checked the following day with no further oversensing observed and all diagnostics were acceptable. No adverse patient effects were reported.